Event description:
It was reported that a 6.5 central drill broke during a primary surgery. No other instruments or implants were used in combination with the affected instrument. All debris was removed from the field. This drill is not available for return because it was discarded by the hospital.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.